Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The thermogard tgxp system was displaying an error message mid: 09 (air trap assembly). The customer tried to dry out the air trap holder; however, the error message persisted. Multiple attempts were made to contact the reporter for additional information; however, were unsuccessful. No further information was provided. No known patient consequences reported.